Manufacturer narrative:
The insulin pump passed the basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery or motor error alarms were noted. The device was received with scratched lcd window. The motor was tested outside the device and passed. The drive support disk was found slightly loose. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm during prime. The customer also reported receiving a no delivery alarm. The blood glucose at the time of the incident was 98 mg/dl. The customer stated that the device was not exposed to a magnetic field and he was able to rewind. The device was returned for analysis.